Event description:
It was reported that the warmer was overheating. No patient injury was reported.

Manufacturer narrative:
UDI information is unknown. Premarket (510k) number is unknown. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).